Event description:
The customer stated that they received the error code 1111: rubella g calibration, mcal 1 too high, on the axsym analyzer. The customer decontaminated the tubing and mup, replaced the meia lamp, and checked the matrix cell expiration date. The abbott technical advocate advised the customer to centrifuge the calibrators which resolved the issue. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.